Manufacturer narrative:
Occupation is lay user/patient. The device was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. Upon completing a display check, the top portion of the segments making up the results field were missing.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.